Event description:
It was reported that during use with bd insyte¿ autoguard¿ bc pro shielded IV catheter the catheter was cracked and blood leakage occurred. The following information was provided by the initial reporter, translated from japanese to english: this report is about blood leakage due to crack. Blood leaked out while using the product.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-jul-2023. H.6. Investigation summary: bd received a used 22 gauge insyte autoguard blood control pro unit from lot 2300680 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical damage or deformities to the unit. Next, the engineer tested the device for possible leakage. A bubble was observed forming near the luer hub. This is indicative of a potential leak so the engineer inspected the device further under a microscope. Upon microscopic inspection, the engineer identified a portion of the inside wall of the catheter adapter near the luer hub was sheared. Therefore, based off the microscopic inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the assembly process. The manufacturing facility has been notified of this incident and the findings. A notification has been issued to all manufacturing personnel to raise awareness of this issue and prevent recurrence. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ bc pro shielded IV catheter the catheter was cracked and blood leakage occurred. The following information was provided by the initial reporter, translated from japanese to english: this report is about blood leakage due to crack. Blood leaked out while using the product.